Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air reamer device was locked, had seized, moved heavily and was jammed and some parts were oxidized. It was further determined that the device failed pre-test for check the starting behaviour at 2 bar, check for air leak, check for excessive noise, check function of forward/reverse, check for immediate stop, check safety system and check for free movement. It was noted in the service order that the device had internal leakage and was not rotating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown, but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.